Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited high capture thresholds. The physician elected to remove and replace the lead. No adverse patient outcome was reported.